Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation. The patient had good stimulation and hen turned it off before bed. In the morning she turned her stimulation back on and no stimulation was felt. She turned it up to 10.5v with no effect. This also occurred at the clinician's office. The impedance measurements were normal. The patient was at the clinic in good condition. The company representative confirmed that the device was interrogated. The impedance measurements were checked and there were no indications that anything was wrong with the device. The patient had a complete lack of paresthesia even at the highest setting. It was suspected that the lead had migrated. Reprogramming had no effect on the device. Further information is being requested from the hcp.